Event description:
It is reported that during implant of the lead, there was muscle/nerve stimulation and no capture. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead was returned and analyzed.